Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the customer¿s experience of balloon and sheath detachment. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: tep. Event description: balloon loosens. [Translated] balloon releases. Additional information received from an applied medical representative via email on 19feb2025: the surgeon stated to the tm. The balloon came off the trocar after removal of the c0h12 and got stuck in patient after dissection was created. He removed the balloon with a grasper from the patient. There where two separate incidents that day, they were not with the same patient. The second c0h12 was discarded post procedure. According to him balloon dissection went well and the balloons were intact before removal. No balloon particles were found in both procedures. Intervention: removed the balloon with a grasper from the patient. Patient status: patient is ok.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: tep. Event description: balloon loosens. [Translated] balloon releases. Additional information received from an applied medical representative via email on 19feb2025: the surgeon stated to the tm. The balloon came off the trocar after removal of the c0h12 and got stuck in patient after dissection was created. He removed the balloon with a grasper from the patient. There where two separate incidents that day, they were not with the same patient. The second c0h12 was discarded post procedure. According to him balloon dissection went well and the balloons were intact before removal. No balloon particles were found in both procedures. Intervention: removed the balloon with a grasper from the patient. Patient status: patient is ok.